Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a heavily calcified vessel was observed and a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Should additional relevant information become available a supplemental MDR will be filed. UDI number: production identifier(pi) number is unknown as the lot number was not provided.

Event description:
It was reported that during pull back of the mynx ace vascular closure device to achieve temporary hemostasis, the balloon lost pressure. The device was being used for arterial closure following a diagnostic procedure. During preparation of the device, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was resistance while pulling back. It was noted that the vessel which was 7 mm in size was heavily calcified. Manual compression was applied for 30 minutes or less to achieve hemostasis with no complications reported. The patient's condition was described as fine and hospitalization was not prolonged as a result of the mynx event. Sheath size: 6f stick location: medium.